Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu and hard drive. System operates as intended. (B)(4).

Event description:
The customer reported the system will not boot up. No pt injury was reported.